Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian artery using a indigo system aspiration catheter 6 (cat6) from an indigo system aspiration catheter 6 kit. During the procedure, the physician noticed that the distal tip of the cat6 was crushed while advancing it into the 6f destination sheath. Therefore, the cat6 was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.